Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacles were observed for both instruments. No sheering on the toggle switches was observed for either instrument. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the user had difficulty loading the device and the needle kept falling out once loaded. Another device was used to complete the case. No adverse events have been reported. Patient is fine.